Event description:
It was reported that the system had an uncommanded loss imaging functionality, and would not power back up. This resulted in a total loss of imaging functionality. This could cause the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair info is unavailable.